Event description:
As reported by hosp, the contrast injection line tubing broke at the hub during a power injection causing tubing to whip around and spray blood and contrast all over the field. Sterile gowns protected items in the field. There was no injury to the pt or further complications. The used device is being returned for evaluation.